Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During the procedure, the tip broke off of the catheter and lodged in the hepatic vein. The device was removed with a snare. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU) and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Due to product not being returned, we are unable to confirm material degradation failure mode. A CAPA request was initiated as part of the recall actions to further investigate the incident. This product is in scope of the recall, therefore this complaint will conservatively be accepted as part of the CAPA. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During the procedure, the tip broke off of the catheter and lodged in the hepatic vein. The device was removed with a snare. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.